Event description:
Additional information: it was reported that on (B)(6) 2013 the patient was seen in the healthcare providers (hcp) office and was mentally foggy with memory issues. On (B)(6) 2013 she was again seen in the office and disclosed a significant pmh (past medical history) of 14 hospitalizations for psychotic disorder, suicidal attempt and self-inflicted cutting. On (B)(6) 2013 the patient was lucid, the fogginess resolved. The nurse practitioner clarified it for allergic reaction as the foggy and memory issues. Prialt was discontinued as of (B)(6) 2013.

Event description:
It was reported that patient had prialt in the pump before and had an allergic reaction to it, ¿this happened a couple days ago¿. It was stated that the ¿patient was in jail for a minor infraction and she got into a 2 hour fight with 4 guards because she was having hallucinations and hearing voices¿; per reporter this happened five days after the prialt was removed from the pump. Current medications in the pump were morphine and another unknown drug. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).